Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has had difficulty charging since her revision. She was last able to charge a few months ago. The patient's ipg site was previously revised (date unknown) due to experiencing charging issues resulting from the ipg being too deep (reference MFR report # 1627487-2014-04089). An sjm representative met with the patient and confirmed the patient's ipg is depleted. Surgical intervention may be pending to address the issue.